Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3230 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (redr3230) have been reported from the same facility in (B)(6).

Event description:
It was reported a leakage of cytostat preparations in various patients. It was stated when receiving chemo a leakage was noted with 7 patients. Some patients had to come in from home. At all 7 patients the same lot# was used. This report addresses the fourth patient.